Manufacturer narrative:
The condition of failure code 810:11 was confirmed through evaluation due to saturated air in line circuit. The pump head module channel was cleaned and calibration was verified to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
Global technical services encountered failure code 810:11 in service, during testing, and it interrupted delivery. There was no report of patient involvement, injury or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.